Manufacturer narrative:
Corrected information: event date changed from (B)(6) 2017 to (B)(6) 2017. Device evaluated by MFR. Returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed that all of the shaft were separated from the handle. The outer sheath was kinked at the nosecone. There were 3 additional kinks on the sheath. The first one was approximately 6.5cm from the nosecone, the 2nd one was approximately 9cm from the nosecone and the 3rd was approximately 15.5cm from the nosecone. The mid-shaft was pulled out of the retainer clip and no other damage was noticed on the mid-shaft. The proximal inner shaft was separated from the clip and no additional damage was noticed. The inner liner was also separated from the device cuff and no damage was noticed on the liner. The stent was not returned in the device. The devices handle was separated by the engineering team and inspected for further damage. The pall spring was bent, which means that the thumb wheel was rotated in the opposite direction. Also there was gear damage on the thumb wheel which also indicates that the thumb wheel was rotated in the opposite direction. No further damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID (B)(4) / tw (B)(4).

Event description:
It was reported that deployment difficulties and a stent fracture occurred. The chronic totally occluded (cto), long target lesion was located in the heavily calcified superficial femoral artery (sfa). Following pre-dilation with a 4mm balloon, a 5x200x75 innova¿ stent was advanced ipsilaterally over a .035 wire. Approximately half the stent was deployed, when the thumbwheel began spinning freely. The physician then attempted to use the pull-grip, however the stent still did not deploy. The physician attempted unsuccessfully to re-engage the pull grip several times. The decision was made to remove the stent delivery system (sds). At this point, the sds began to come apart in layers outside the patient. Under fluoroscopy, the physician could now see the stent had fractured between the initially deployed section and the remaining section of the stent that had deployed as the sds was removed. The section of the stent that deployed as the sds was removed was poorly delivered. The stent struts were extensively stretched and the stent was mangled. The physician was able to place an additional 5x200 innova stent in this entire segment. There were no further patient complications and the patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment difficulties and a stent fracture occurred. The chronic totally occluded (cto), long target lesion was located in the heavily calcified superficial femoral artery (sfa). Following pre-dilation with a 4mm balloon, a 5x200x75 innova¿stent was advanced ipsilaterally over a .035 wire. Approximately half the stent was deployed, when the thumbwheel began spinning freely. The physician then attempted to use the pull-grip, however the stent still did not deploy. The physician attempted unsuccessfully to re-engage the pull grip several times. The decision was made to remove the stent delivery system (sds). At this point, the sds began to come apart in layers outside the patient. Under fluoroscopy, the physician could now see the stent had fractured between the initially deployed section and the remaining section of the stent that had deployed as the sds was removed. The section of the stent that deployed as the sds was removed was poorly delivered. The stent struts were extensively stretched and the stent was mangled. The physician was able to place an additional 5x200 innova stent in this entire segment. There were no further patient complications and the patient was stable post-procedure.